Event description:
The patient was implanted with the vivistim system in (B)(6) 2023. October, 2023, patient reported pain at the location of the ipg (s/n (B)(6) regardless of the stimulation being turned on or off. The patient met with the neurosurgeon november 2023 and discussed options. The patient reported that the pain subsides when the ipg is "pushed up". The ipg was surgically repositioned on (B)(6) 2024. Post procedure, the patient denies discomfort from the device and stimulation.